Event description:
The dental implant, fx3610swc was removed on (B)(6) 2017 due to failure to osseointegrate 2 months and 10 days after implantation. The patient had no significant medical history and has recovered without complications.